Event description:
It was reported that the patient had not been receiving ¿good¿ stimulation since implant. The patient thought it was because, she was swollen. The patient stated that starting ¿a couple days ago¿ when her friend used a cotton swab around the outside of the implant, she could hear the implant ¿moving around.¿ the patient stated that it sounded like a ¿knocking noise.¿ the patient stated that the implantable neurostimulator (ins) moved closer to her spine and she felt an increase in stimulation. It was later reported that the patient still had concerns regarding the device or therapy, but was working with her doctor or manufacturing representative and had an appointment on 2013 (B)(6).

Manufacturer narrative:
Product ID 3487a, lot# l65022, implanted: 1999 (B)(6); product type lead product ID 3487a-33, lot# j0511393v, implanted: 2006 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).